Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following day after implant the right ventricular (rv) was found to have dislodged. The lead had intermittent capture at five volts and the r-wave amplitude had diminished to two millivolts. A chest x-ray revealed that the lead had pulled back. The rv lead was repositioned, tested, and remains in use. No patient complications have been reported as a result of this event.